Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that cartridge was unable to be loaded onto the pump. Customer's blood glucose level was 172 mg/dl. Reportedly, customer was able to load the same cartridge onto a previous pump and resumed insulin therapy.